Event description:
Dialysis svc was providing a five-hr dialysis treatment to a hospitalized pt. The pt's right forearm graft was accessed with jms 15 gauge needles. Accessing the graft was uneventful, requiring one stick for the arterial insertion and one for the venous side insertion. Dialysis was started and the pump speed increased to 400cc per min. At one hr and five mins into the treatment it was noted that blood was leaking from a hole in the venous needle. There appeared to be a defect at the junction of the flexible tubing/pigtail and the hard plastic luerlock. Dialysis was stopped. The estimated blood loss was 300cc. A stat hematocrit was drawn. The pt's physician was notified. No transfusion was given, and the pt's vital signs were stable. Upon closer evaluation of the needle and its tubing there was clearly a defect/hole in the tubing with a white opacity encircling the tubing near the hole. This opacity was about 1 mm wide. After forty mins a new venous needle was inserted and the dialysis treatment was completed without any further events.